Event description:
This is a report of operator injury: fractured finger. An operator was changing the collimators on a symbia e gamma camera medical device. The operator did not follow the use instructions and did not align the collimator cart correctly with the gamma camera gantry. The operator disregarded the use instructions and continued to push the collimator off the cart and because of the manual misalignment the collimator began to fall to the floor. During this falling motion, the operator broke his finger while attempting to push and catch the falling collimator. There is no device malfunction. The root cause of the event is user error. The labeling (use instructions) provides specific, adequate instructions to be followed for changing collimators as well as adequate warnings to not attempt to stop collimators with feet or hands.